Event description:
The customer, a (B)(6) hospital, reported the white plastic ac power connection had broken off into the power adapter on the freedom driver. States this happened when getting patient back to bed. Declines any damage to freedom driver. Patient was switched to a back-up driver without any reported adverse impact.

Manufacturer narrative:
The freedom ac power supply will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported the white plastic ac power connection had broken off into the power adapter on the freedom driver. States this happened when getting patient back to bed. Declines any damage to freedom driver. Patient was switched to a back-up driver without any reported adverse impact.